Event description:
The following has been reported: unit continuous beeping . Found that keypad on/off button is defective. After replacing uppercase, device is working well. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.